Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead threshold measurements had increased to greater than 7 volts and exhibited intermittent loss of capture. An x-ray showed that the lead was still in good position. A revision procedure was performed the following day where the rv lead was successfully repositioned. The threshold measurement post revision was at 0.4 volts. The rv lead remains in service and no additional adverse patient effects were reported.